Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. [Per (B)(6): software engineer. Date: 03/11/2026 analysis: we were unable to recover snapshots, pump traces, or carelink reports from the event date mentioned for both the profiles. We are unable to provide rca as we have no supporting data to investigate this issue. This issue is not confirmed as there is not enough data to determine root cause. The pump was replaced during the time of the customer¿s call with helpline on jan 30, 2026.] The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. No blank display/power loss anomaly noted when pressing the buttons. The pump was monitored for 1 day. No blank display/power loss anomaly noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: customer did not experience an unexpected power loss of less than 7 days due to no records of a low battery alert fault 104 in the pump history records prior to the event date 30-jan-2026. Perform the history review 1 week from the event date 30-jan-2026 in the pump history file and found 1 pump error 23 on 01/30/2026 and 2 battoutlimit (6) on 01/30/2026. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Software error-cybersecurity - hacking allegation not confirmed. Power problem-battery loss not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported hypoglycemic and also reported pump turned black screen after hitting "ok" on the message "basal rate is too high". The customer reported hypoglycemia treated with carbohydrates. The event involved product(s) mmt-342, mmt-1884 and mmt-441aj. Troubleshooting was not performed for low blood glucose and it was unknown whether the customer has been using the insulin pump system within 48 hours of reported event and was not using the auto mode/smart guard feature at the time of the event as there was no sensors. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-441aj.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.